Event description:
It was reported that there was noise observed in both the atrial and right ventricle leads. It was further reported that the physician suspects an insulation breach in both the atrial and ventricle leads. The leads remain in use at this time. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.